Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the left implant", "lymph node with silicone was seen in the left infraclavicular area", "silicone was also observed in the parasternal nodes on the left" and "lymph node with silicone in the left supraclavicular area" via ultrasonography. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture of the left implant", "lymph node with silicone was seen in the left infraclavicular area", "silicone was also observed in the parasternal nodes on the left" and "lymph node with silicone in the left supraclavicular area". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture of the left implant", "lymph node with silicone was seen in the left infraclavicular area", "silicone was also observed in the parasternal nodes on the left" and "lymph node with silicone in the left supraclavicular area" via ultrasonography. Device was explanted and replaced with a non-abbvie device.